Event description:
Clinical trial. It was reported that 1763 days following a coronary artery drug eluting stenting treatment procedure, the pt developed in-stent restenosis. The index procedure treated the 70% stenosed 3.5x25mm proximal rca (right coronary artery). Treatment consisted of predilation and placement of a 3.5x32mm taxus express2 stent resulting in 10% residual stenosis. The pt was discharged one day post procedure on asa and plavix. The pt was admitted 1763 days following the index procedure with angina. The proximal rca was found to have 70-75% proximal stenosis, and was treated with another manufacturer's 3.0x13mm drug eluting stent. A proximal edge dissection was noted and treated with a 2nd 3.0x13mm drug eluting stent with "excellent" results. In addition, the non-target svg (saphenous vein graft) to diagonal was also treated with another manufacturer's 3.0x23mm drug eluting stent with "excellent" results. The pt was discharged on day 1764 on asa and plavix. The clinical events committee assessed this event as study stent/procedure indistinguishable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.